Manufacturer narrative:
H3: analysis of the marksman microcatheter (lot no. 221199920) found that the pipeline flex embolization device was returned within the marksman catheter. The pipeline flex pusher was found extending out from within the marksman catheter hub for ~5.0 cm. The marksman catheter body was found separated on the pipeline flex pusher at ~129.5 cm from the proximal end of the catheter hub. No damage was found with the marksman distal tip. The pipeline flex embolization device was found stuck within the marksman catheter distal segment; therefore, the marksman catheter body was dissected (cut) to remove the stuck pipeline flex. The pipeline flex pusher was found intact. The pipeline flex pusher was found bent at ~50.5 cm and ~52.0 cm from the proximal end of the pusher. Dried blood was found on the pipeline flex braid, ptfe sleeves, and tip coil. Based on the device analysis and reported information, the customer¿s reports of ¿resistance/stuck during delivery¿ and ¿catheter separation¿ were confirmed. From the damages seen with the marksman catheter (separation); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the marksman catheter against resistance. H6: method code updated to b01. Result code updated to c0702 and c070603. Conclusion code updated to d1103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that both devices were replaced and a different model of catheter was used to successfully complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance while delivering the pipeline device and the marksman catheter separated. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the t bifurcation of the internal carotid artery. The max diameter was 6.75mm, and the neck diameter was 6mm. The patient's vessel tortuosity was severe. The landing zone was 3.75mm distal and 4.22mm proximal. Dual antiplatelet treatment was administered, and the pru level was 1. The access vessel was femoral artery. It was reported that the blood vessels were somewhat tortuous which caused the pipeline system to break when it was guided by the marksman catheter to get in place. It was repeatedly adjusted and withdrawn. There was resistance in the distal part of the catheter, and the distal part of the catheter separated/broke during use. Force had been applied during delivery/removal. The catheter tip did not become stuck, there was no vasospasm, and the catheter was not stuck in the guide catheter. No additional surgical or medical interventions were required. Angiographic results post procedure showed immediate contrast agent retention. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include an 8f short sheath.